Manufacturer narrative:
(B)(4): visual inspection of the returned product found lens is inside cartridge. Cartridge tip is damaged. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4)

Event description:
A 20.5 diopter cc4204a collamer aspheric single piece lens was returned inside cartridge. The cartridge tip is damaged. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.